Event description:
It was reported that the patient has a paralyzed left vocal cord caused by vns implant surgery. No known surgical intervention has occurred to date to address the vocal cord paralysis. No additional or relevant information has been received to date.